Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 22oct2018 to 09nov2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. Also, there was a production failure q6 200276608 for out of specification which does not correlate to the customer reported issue.

Event description:
The customer reported that the device alarms for no apparent reason. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device alarms for no apparent reason. No patient involvement is noted.